Event description:
It was reported that pump experienced malfunction with displayed code and fault indication, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer, with assistance from technical support, reset pump using provided instructions, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.